Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate hv therapy due to t-wave oversensing. Oversensing was noted on the stored electrograms. A new sense/pace lead was added and the rv lead was partially capped. The defib portion remains active.